Event description:
It was reported that pump alarms did not enunciate as anticipated. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information or perform troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.